Manufacturer narrative:
(B)(4). The customer returned one unit v5-10116 et tube,cf,8.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample appeared used as there was biological material present on the device. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe was filled with air and attached to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate the balloon cuff was made in order to detect any leaks. Upon injection of air, no leaks were detected. No functional issues were found with the returned sample. The IFU for this product states, "the tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." "Cuff volume and pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated." The IFU also states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the inflation system, the tube should not be used." The reported complaint could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. No functional issues were found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "there was also an issue with the cuff deflating or not staying full". The current status of the patient is "unknown" at this time. Additional information was requested, further information is unavailable at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "there was also an issue with the cuff deflating or not staying full". The current status of the patient is "unknown" at this time. Additional information was requested, further information is unavailable at this time.